Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. The insulin pump had blank display. The customer stated that the display was blank currently. Insert battery alarm was not displayed on the screen. The display did not report after insulin pump restart. The customer declined troubleshooting for high blood glucose values. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.